Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that some scratches (scuff marks and multiple point-like scratches) were observed at the center of the optic of an intraocular lens (iol) when they checked the lens after implantation. There was no patient injury reported. The lens will bot be returned as it remains implanted. No further information was provided.

Manufacturer narrative:
Additional information: additional information received indicated that the doctor stated that scratches were found on the post-implanted lens, but no complaints were received from the patient regarding this. The lens remains implanted. This is the first time that the doctor is experiencing scratch on the lens issue. No further information was provided. Corrected data: upon further review, it was noted that the code "4114" was inadvertently entered in the section "h6" of the initial MDR report instead of "4117" and it was also noted that section "h10 - device evaluation" in the initial MDR report inadvertently did not indicate that the lens remains implanted, which the information has been corrected in this supplemental MDR report. The following fields were updated accordingly: section h6: type of investigation: 4117. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.